Event description:
Customer received a result of 2.8 mmol/l on the compact plus system, and a result of 9.3 mmol/l on the mobile system within 10 minutes. Low blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the compact plus system (lot number 208086, expiration date 01/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.